Event description:
A fiber leak was noted immediately after the initiation of dialysis treatment. The leak was identified by visual observation and by the leak detector. Subsequently, there were 4 similar observations of a fiber leak that involved dialyzers from the same lot. In each case, the dialzyers were discarded and the treatments were successfully completed using another dialyzer. The blood loss for each patient due to change out of dialyzer circuit was reported to be approximately 300-cc. The involved patients are reported to be fine and did not require any medical intervention.